Manufacturer narrative:
Three pictures of the cadd cassette reservoir were received and evaluated. The actual product was not returned as it contained cytotoxic solution. The pictures received showed a cassette product p/n 21-7302-24 with leaking on worn assembly (ay) bag. A review of the manufacturing process was conducted. The most likely cause of the leakage was determined to be damage to the cassette bag during the assembly of the cassette. The ay bag was trapped with the pressure plate and the production personnel did not see the cut and reused the ay bad. The cause of this issue was traced to manufacturing.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that prior to use a smiths medical cadd medication cassette was leaking. It was reported that the location of the leak was unknown and that the solution was contained within the overpouch. No adverse effects were reported